Event description:
End user reports using this product for years. Three months ago end user reported developing reddened area under appliance near stoma that was not open. States area was raised and painful. When peeled next appliance off end user noted that area was open and had progressively gotten larger. Cannot estimate size. Doctor ordered prescription oral antibiotics x2 courses. The first was prescription zithromax followed by prescription ciprofloxin. No improvement with the prescriptions. No culture was performed and the doctor did not see peristomal skin. Doctor has put in referral for end user to see wound ostomy continence nurse but, appointment has not been made yet. End user was advised to get over-the-counter anti-fungal powder as well. In addition, step by step skincare instructions were discussed with the end user.

Manufacturer narrative:
Additional information: previous applicable nc investigation has been completed. The investigation revealed that the complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user as a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No add'l pt/event details have been provided to date. Should add'l info become available, a follow up report will be submitted. Note: two cases associated with this complaint. A separate 3500a form has been completed to for the other case.

Manufacturer narrative:
The product associated with batch (B)(4) was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous investigation, is applicable to this complaint investigation. This previous investigation is open. Therefore, this complaint will remain open until completion of the previous investigation. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on december 17, 2015. (B)(4).